Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced; pump gave an audible and visual alert. The pump was opened and no damage was found to the force sensor circuit. "Pump not primed" warnings were not observed in the black box and force readings were observed to be normal. No data in black box or download histories from time of the reported loss of prime due to continued use.

Manufacturer narrative:
The patient has continued to use the pump with no reported subsequent events. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient experienced blood glucose of 341mg/dl with symptoms of hyperglycemia (shortness of breath and presence of ketones). A family member alleged that the blood glucose excursion was related to a loss of prime warning. She stated that the patient woke up with the loss of prime warning displayed; the warning went unnoticed and unconfirmed by the patient for an indeterminate amount of time. The family member stated that she did not know how long insulin delivery was suspended due to the warning. She noted that she delivered a correction insulin bolus via syringe and reported that blood glucose resolved to 135mg/dl about one hour later. The family member resumed the pump and reported another loss of prime warning the next day. Customer support determined that the loss of prime was due to the occurrence of an auto-off alarm. The loss of prime warning is an expected consequence of an auto-off alarm. The family member was instructed about the reasons for loss of prime warnings. The patient has continued to use the pump with no reported subsequent events related to this issue.